Manufacturer narrative:
The investigation for the positioning issue has been completed. Clinical details stated that the tuohy-borst on the impella rp was reported to not tighten properly around the catheter. They secured the pump position with tegaderm and sutures instead. The product was returned and evaluated. The tuohy-borst was able to tighten once the threads were engaged. There were no abnormalities found with the pump. The cause of the positioning issue was improper technique when using the tuohy-borst.

Event description:
The complainant reported that a patient was on impella rp support due to non-st elevated myocardial infarction. While on support, the tuohy burst valve failed to lock. The physician attempted to twist but the valve did not engage, and the catheter still moved freely. The team secured the device position through dressing and sutures. There was no unusual manipulation of the pump prior to discovery of the issue. No patient harm has been reported.

Manufacturer narrative:
The pump and purge tube were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.